Event description:
It was reported that during deployment of the injex anchor the lead doubled up causing a kink in the lead and pulling the lead out of the target area. During the attempt to reposition the lead, the stylet would not go back into the lead even after taking the lead out of the epidural space. The lead looked kinked and the physician felt it best to use a new lead. The new lead resolved the issue. There were no symptoms or patient complications noted and the patient status was noted to be alive with no injury/recovered without permanent impairment. Follow up from the physician noted that the cause was unknown, but may have been related to the anchor.

Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).